Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not completely power on. The monitor powered on to a blue screen and would not complete the power on sequence. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not completely power on) is still under investigation. As received, there were multiple code 107 - abnormal shutdowns in the pt's flags. Upon eval, the monitor was connected to a test belt and began to reset. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.